Manufacturer narrative:
Analysis was unable to prime during prime test and motor error alarm during basic occlusion test due to faulty force sensor resistor. The motor passed motor test. Analysis was unable to perform prime and excessive no delivery test due to motor error alarm at basic occlusion. Analysis was unable to verify excessive no delivery alarm due to motor error alarm. The insulin pump was received with scratched lcd window, cracked case display window corner, cracked battery tube threads and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had motor error alarm and no delivery alarm. The blood glucose at the time of the incident was 76 mg/dl. Troubleshooting was performed. The device was returned for analysis.